Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Also, device was programmed with test mini-link and the glucose sensor simulator and display the 100 value properly on display graph. Device calibrate error or low suspend alarms functions working properly and no anomaly noted. Device was also programmed with test glucose meter, device communicated properly and recorded the 90 mg/dl value properly from glucose meter. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. The customer was treated for the low blood glucose with food. The customer stated she over bolus, blood glucose was ranging between 180-190 mg/dl for four hours. However, when she awoke her blood glucose was 280 mg/dl, the customer treated with the pump. There was no indication that the insulin pump over delivered insulin. The insulin pump will not be returned for analysis.